Event description:
The battery placement decals inside the battery compartment of the pump indicated incorrect placement of the aa batteries. The event was noted during routine preventative maintenance. It was reported that the pump could not power up when the batteries were placed according to the decals inside the battery compartment. There were no reports of any pt events while the device was in clinical use. Though requested, no further info was available.